Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported there was minus sound on the central it is unknown if the device was in clincal use at the time of the event. No adverse event or patient was harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and upon completion of functional tests, determined an incorrect setting of the device sound card. The fse restored the device setting to resolve the no audio sound issue as reported. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there was minus sound on the central it is unknown if the device was in clincal use at the time of the event. No adverse event or patient was harm was reported.